Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report received that states "describe the event or problem: device used during an interventional radiology procedure was defective. What was the original intended procedure? Angiogram, right percutaneous transluminal angioplasty, right thrombectomy left angiogram, and foreign body retrieval. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;" further information reported that the patient received a bilateral lower extremity angiogram with balloon angioplasty. There was right superficial femoral artery occlusion and left w. On the right, an embolus developed and thrombectomy was successfully performed. On the left, severe stenosis and a complex anatomy was noted and the balloon broke during the procedure and all parts were retrieved via a snare kit. The procedure was noted to be delayed 1.2 hours as the patient was uncomfortable. No additional information was provided.

Event description:
Subsequent to the previously filed report, it was determined that the device reported was a trek balloon dilatation catheter (bdc) versus an nc trek bdc. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty removing the device, separation, unexpected medical intervention and delay to treatment/therapy appear to be related to circumstances of the procedure. It was reported that the patient received a bilateral lower extremity angiogram with balloon angioplasty. It should be noted that the cdc, trek rx and mini trek rx, global, instruction for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU violation contributed to the reported complaint. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of embolism is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, IFU as a known patient effect. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D4 correction: model #, lot #, catalog #, expiration date, primary UDI number updated. H4 correction: device mfg date updated. H6: medical device problem code 1494: incorrect anatomy.